Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator replacement. Upon interrogation, several noise episodes were seen on the atrial lead. The lead was capped and replaced during this generator exchange on (B)(6) 2018. The patient was discharged post-procedure.